Event description:
It is reported that the patient was revised due to osteolysis behind the femoral component and loosening.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays or further information. Evaluation: device history records indicate all components were manufactured and inspected to specification. As returned, the device exhibit extensive wear and tear. Damage is too severe for dimensional analysis.